Event description:
Prior to implant, it was observed that the device was in back up mode and could not be reset to normal function. The device was exchanged to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of reset was confirmed. The device image was analyzed, and the device memory was found to be corrupt. The device memory was tested in the laboratory, and no anomaly was found. The memory corruption was not reproduced, and the cause of the report event could not be determined.